Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support if the issue recurs.